Event description:
During an atrial fibrillation procedure, a non abbott (medtronic) transseptal needle with stylet scraped part of the dilator (internal lumen of the sheath) and the guidewire was unable to be passed through it. Another device from the same model was used to complete the procedure.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly. No resistance was noted as the brk needle reached the distal end of the dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty is consistent with skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.